Manufacturer narrative:
This report is submitted on september 11, 2020.

Event description:
Per the clinic, the patient experienced poor performance and balance issues with device use, and was treated with steroids (specific duration not reported). The implanted device remains.